Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer's blood glucose was 147 mg/dl at the time of incident. The customer's mother stated that the blood glucose went up to 600 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will not be returned for analysis.